Manufacturer narrative:
Corrected data: a corrective maintenance (cm) was performed and the catalytic decomp filter and oil mist filter were replaced. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to odor/smells is "low." No parts were available for return. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Event description:
While onsite servicing the sterrad® 100nx sterilizer, a field service engineer (fse) discovered an odor emitting from the unit. There was no report of human reaction. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The field service engineer performed a preventative maintenance (pm) and the catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service.